Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient suffered excruciating pain, laceration to internal bodily tissue and organs, erosion of internal bodily tissue and organs, dyspareunia, dysuria, painful and permanent scarring, inability to walk without extreme pain, permanent bodily impairment and damage, related sequelae and other injuries. As well as also including, but are not limited to, extreme pain and suffering, permanent bodily impairment, mental anguish and loss of enjoyment of life. No additional information was provided.